Event description:
Initial result for a pt sodium was 122 mmol/l. When repeated, the result were 134 and 126 mmol.l. The incorrect result was not used to guide treatment. The field service rep. Found the sodium electrode was defective and repaied the isntrument by replacing the electrode.